Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A 'no disposable alarm' was revealed in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette empty' alarm. The event occurred during infusion. No adverse patient effects were reported by the customer.